Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation and components were ordered for replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.